Manufacturer narrative:
MFR contacted consumer 07/07/06 and discussed issue. User alleged that they were going down a ramp last year when one of the motors stopped causing the chair to turn to one side. User apparently lost control of chair and went off the side of the ramp. It appears that ramp did not have handrails or side guards. User alleged that as a result, they fell from the chair and required 31 stitches. User claimed that motor had stopped on one side causing the chair to turn. Dealer was also contacted. Dealer advised about previous service adjustments. Dealer further advised that motor issue was a maintenance item and was not a warranty / malfunction issue. Dealer has since repaired device and consumer is happy with outcome.

Event description:
Dealer contacted MFR and advised that they were contacted by end user regarding service to their power chair. Dealer stated that in that conversation, the end user discussed an event that took place over eight months ago in which the user alleges they were "thrown from the chair". Dealer indicated that he had serviced chair earlier and had adjusted chair programming for user. Injury was reported but not specific.